Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a penetration drill separated in the canal of a patient; the separated piece was retrieved without injury.

Manufacturer narrative:
The returned drill is actually broken in the active part. No material defect was found during analysis of the rupture pattern. No unused drill is available for further evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.